Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir might have leak on the barrel. Customer stated that there was fluid in the reservoir compartment. Insulin was exposed to moisture. Customer stated that o ring inside the lip of the reservoir was not missing. Customer performed the self-test and the test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.